Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due to fracture.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that prior to lead explant pacing lead impedance and capture thresholds were noted to be high. The patient condition after the procedure was stable.